Event description:
It was reported that the item is not working outside of surgery. There is no harm or delay reported. Due diligence is complete as there is no additional information available. Upon investigation, the motor speeds were out of specification on the low end.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end, the control bar was loose, and the device was out of calibration. The motor, plug harness, eccentric shaft, reciprocating arm, and various other parts were replaced, and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.